Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusions, which was not reproduced during evaluation. A review of the event history log identified false upstream occlusions as upstream occlusion messages. The cause was determined to be the ultrasonic sensor readings were out of the calibrated specification range. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusions. There was no patient involvement. No additional information is available.